Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding, the numbers on screen were scrolling and the insulin pump alarmed button error during a bolus attempt. The blood glucose at the time of the incident was 507 mg/dl. The customer stated that the time on screen did not advance. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm, frozen screen or time/clock anomaly noted during testing. However, the insulin pump had unresponsive act and up buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.